Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(4) 2017.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's dbs patient controller (pc) displayed the "replace generator soon" message. Troubleshooting and review of the generator logs indicated this was a false elective replacement indicator message. The assesment showed the ipg had at least three months remaining. The issue will be monitor and reassess at a later time.